Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent migration occurred. The 70% stenosed lesion being treated was located in the severely calcified, moderately tortuous left circumflex (lcx) artery. The lesion was not predilated. The physician deployed a non-bsc stent in the distal lcx. The physician deployed a 2.50 x 8 mm taxus express2 drug eluting stent, overlapping the non-bsc stent, to cover the remainder of the lesion, inflated three times to 12 atm. The delivery balloon was removed. When the physician performed angiography, he noticed the taxus stent had moved to proximal lcx. Then the taxus stent was post dilated with a 3 mm non-bsc balloon in the proximal lcx. The procedure was completed. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.